Event description:
It was reported the flex video scope hygiene microbiological investigation test failed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 27 february, 2026 sampling from: air water channel cfu: 1 cfu bacterial identification: bacillus species sampling date: 27 february, 2026 sampling from: auxiliary channel cfu: 1 cfu bacterial identification: bacillus species sampling date: (B)(6) 2026, sampling from: instrument channel. Cfu: 18 cfu. Bacterial identification: bacillus species, cytobacillus horneckiae, cytobacillus sp, psychrobacillus psychrodurans. Sampling date: (B)(6), 2026. Sampling from: suction channel. Cfu: 13 cfu. Bacterial identification: ochrobactrum anthropi, ochrobactrum sp, rhodococcus sp, rossellomorea sp. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where foreign objects were found on the air/water cylinder and the air/water tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: leak was observed in the device in question, it is considered that the foreign objects could not be completely removed because the reprocessing was not completed properly. The adhered foreign objects are unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.